Event description:
It was reported that the patient was admitted urgently with an acute myocardial infarction (mi). There was no blood flow noted to the left anterior descending (lad) artery. The physician placed guide wires in the lad and diagonal artery and performed pre-dilatation using an unspecified dilatation catheter. Some blood flow was re-established in the lad and the physician then advanced a 4.0 x 33 mm xience prime to the target site. The stent delivery system balloon was inflated and the stent was deployed. Post stent deployment, there was no flow and a perforation was noted. A 3.0 x 16 mm graftmaster stent and a 4.0 x 19 mm graftmaster stent were deployed in the lad. The perforation was sealed; however, there was no flow in the lad. Thrombus was suspected and several passes with an aspiration catheter were made; however, no thrombus was found. The patient was placed on a balloon pump. A septal tear was noted on echocardiogram, presumed to be caused by the mi. The patient condition remained unstable. On (B)(4) 2012, the patient was discharged to another facility per patient preference. A coronary artery bypass graft procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster 3.0 x 16mm and rx xience prime 4.0 x 33 mm mentioned are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effect of occlusion is listed in the otw graftmaster instructions for use, potential adverse effects section, as a potential adverse effect of jostent coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.